Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device self-test fails during startup. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the dfm100 indicating that the operational check failed. No patient involvement at the time the issue was discovered. Philips received a complaint on the dfm100 indicating that the operational check failed. No patient involvement at the time the issue was discovered.

Manufacturer narrative:
H3 other text : reported problem was solved by customer, after cleaning the external paddles, device was successfully returned to service.